Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had received an erroneous crep2 creatinine plus ver.2 results for three patient samples on the cobas 6000 c (501) module. The customer provided an example of one erroneous result: the initial crep2 result was 1.7 mg/dl and the repeat was 2.8 mg/dl. Repeat testing was performed on a different c501 analyzer and deemed correct. The erroneous result was reported outside the laboratory however there was no adverse event. The customer stated that weekly maintenance was performed on (B)(6) 2017, monthly maintenance was performed on (B)(6) 2017, and the sample probe was changed on(B)(6)2017. The crep2 reagent lot number was 24215901 and the expiration date was 31-jan-2018. The field service engineer (fse) found the reagent and cell blank nozzle was misadjusted. The fse adjusted the reagent nozzle, the cell blank nozzle, the sample probe, and replaced the nozzle tips. The fse performed a precision test that passed. The calibration and quality control were within specifications. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
No abnormal trends were identified for the nozzle. There have been no further issues.